Event description:
It was reported that during a pta/stenting treatment procedure to dilate a lesion at the illiac bifurcation, the balloon ruptured. The physician had advanced the stent delivery system to the target lesion at the iliac bifurcation. Using a 10cc syringe the physician attempted to deploy the stent. Minimal resistance was encountered during balloon inflation and the balloon ruptured however, the stent was successfully implanted. The patient is reported as ok following the procedure; no injury or complications were reported.